Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product" additionally, patient reported a bilateral rupture per MRI of the textured implants. Device has been explanted and reaplced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles on the surface of the shell, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product" additionally, patient reported a bilateral rupture per MRI of the textured implants. Device has been explanted and replaced.